Event description:
The customer reported the tube was placed in the patient and it would not hold air. A non-routine replacement of the tube was required. After removal, the tube was examined and a leak in the pilot balloon was found. The tube was discarded.